Event description:
The patient reported a result of 235 mg/dl with no symptoms. When patient tested a second time, patient could only see the first digit, a 2. Patient could not see the last two digits stating the display appeared cloudy. Because the display faded in and out, patient visited the doctor. Reportedly the doctor gave patient their "regular" medication. Patient did not change the treatment. Meter was replaced.